Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with inaccurate delivery from the pump. The reporter stated that the patient¿s blood glucose (bg) was 36mg/dl with symptoms of unsteadiness when standing or walking, severe dizziness, severe headache, confusion and disorientation. Reportedly, the patient self-treated with glucose tablets and oral supplements and remained on the pump. Allegedly the inaccurate delivery began on (B)(6) 2014, the patient¿s basal program had been getting adjusted for 48 hours and that the patient¿s healthcare provider believed the reported issue was associated with the pump. Troubleshooting determined that the basal and bolus totals matched the patient¿s programmed settings. This complaint is being reported for alleged hypoglycemia associated with an inaccurate delivery issue for which a pump malfunction could not be ruled out.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The black box showed a temp-basal program running on (B)(4) 2014. There was no activity outside of normal use observed in the alarm history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. There were no alarms during the 24 hour duration test. Product analysis was unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.